Manufacturer narrative:
Manufacturer's investigation conclusion: the report that two outflow graft (ofg) thread protectors were in the surgical accessory tray and the luer lock ofg cap was missing was unable to be confirmed through this evaluation as no images were submitted for review. A manufacturing assessment (ma) task was initiated to address the report that two ofg thread protectors were in the surgical accessory tray and the luer lock ofg cap was missing out of box (oob). A retraining was conducted for operators assigned to inspection of the accessory tray including the thread protectors to address this issue. No further action was required. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ of this document contains information regarding the unpacking of the hm3 lvas kit. In addition, section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. This section also contains a section entitled ¿device tracking & reporting requirements¿. Section 5 of this IFU states that all device-tracking paperwork shipped with the device must be completed and promptly returned to abbott. In addition, any device malfunctions must be reported to abbott by the implanting center. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the missing products did not cause a delay in procedure or extended surgical time.

Manufacturer narrative:
A4: patient weight was not provided, pending follow-up with account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during prep, there were two outflow graft (ofg) thread protectors in the surgical accessory tray and the luer lock ofg cap was missing. The surgeon elected not to replace the surgical accessory kit. Finger cot was used on priming. No issues reached the patient.